Event description:
According to the reporter, during the procedure, the tower was having a hard time communicating with extended working channel (ewc) and it was causing the location of the catheter tip to glitch. The catheter was jumping on the screen once navigated out to the nodule. Because of this, swapped out catheters and then a bleeding event occurred. Patient was losing a lot blood and required the assistance of several anesthesiologist to stop the bleeding. The surgeon was not able to complete the procedure and it was not completed by other means. Patient was under general anesthesia. Patient was admitted into the hospital and had to stay overnight.

Manufacturer narrative:
(B)(4) procedure kit illumisite 90 lot # unk bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. It was reported that the patient's procedure was cancelled due to a system issue and had an extended hospital stay. The sensor's extended working channel location was jumping on the monitor screen. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had an issue with the tip. Visual examination noted several instances of frozen frames of the smart extended working channel during biopsy. This indicated certain slowness of the system. Analysis found a very small time section with the patient sensor triplet jittering. This occurred for approximately five seconds. The investigation covered the software component only. Hardware or disposables were not investigated by the software team. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.